Manufacturer narrative:
Age at time of event: patient was around (B)(6) years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left external iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. During second inflation at 7 atmospheres, the balloon ruptured inside an 8.0 x 20 wallstent stent at which point the balloon shoulder was 3-5mm proximal to the stent. Upon removal of the balloon, an angiogram was performed and a piece of material was visualized. Attempts to snare the piece of the balloon that remained inside the patient were unsuccessful. Thus, another 8.0 x 20 wallstent stent was deployed to trap the material in between the stents. The balloon material was successfully trapped in between both stents and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
A2 age at time of event: patient was around 60 years old. Device evaluation by MFR.: xxl device was received for analysis. A visual examination identified a complete circumferential tear of the balloon material located approximately 17mm distal of the proximal markerband. The distal section of balloon material was completely detached at the distal balloon bond and was not returned for analysis. A balloon longitudinal tear was also identified in the proximal section of the balloon material beginning at the circumferential tear and extending approximately 28mm proximally across the balloon material. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination identified no damage or issues with the markerbands of the device. A visual and microscopic examination found no damage or issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left external iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation; however, during second inflation at 7 atmospheres, the balloon ruptured inside an 8.0 x 20 wallstent stent at which point the balloon shoulder was 3-5mm proximal to the stent. The piece of the balloon that left inside the patient was tried to remove by snaring but was unsuccessful so another 8.0 x 20 wallstent stent was deployed to trap the material in between the stents. The balloon material was successfully trapped in between both stents and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.